Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pacing lead (ipl) screw partially extended prior to the implant. The ipl was introduced in the patient's body for implant. When the physician attempted to position the lead under fluoroscopy, it was observed that the lead tip was already partially extended. The physician consulted with the staff and concurred the observation. Physician immediately decided to pull out the lead and replace with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, lead received with the helix was fully retracted. Helix was able to be extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.